Event description:
The hospital reported that during an off pump procedure the foot broke off on stabilizer. No other information was provided by the distributor. The distributor did not report any patient complications.